Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging a calcode issue with her onetouch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue started on the morning of (B)(6) 2012. The patient informed the cca that she manages her diabetes with oral medication(s); however, denied taking any action regarding her usual diabetes management. The patient reported that at an unspecified time after the alleged issue started, she felt shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca documented that the alleged calcode issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.